Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the host and the trolley had poor contact. After disassembly and adjustment, the issue was resolved. Functional parameters were normal. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement.